Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be replicated as the computer booted normally to the application screen. However, it was noted the fan clip had broken pieces. It was also noted the processor fan was still in place. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736119r, serial/lot #: unknown. Device mfg date unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. A new computer was ordered and would be replaced when received. The issue was considered unresolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. While attempting to load disks, the system powered down. Troubleshooting included cleaning up the hard and rebooting the system several times without resolution. The system kept freezing and powering down. The suspected cause was reported as malfunctioning computer/hard drive. The computer would be replaced. No complications were reported/anticipated.